Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was taken to the emergency room after receiving multiple shocks from their implantable cardioverter defibrillator (ICD). The patient experienced palpitations due to the event. No intervention or additional information was reported.